Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump¿s ok keypad button and contrast button were under-responsive and the keypad was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 11/17/2015 with the following findings: during investigation, the keypad was peeling up at the ok key. All the keys were fully responsive to user presses. The keypad cover was removed and there was contamination found under the contrast and up key contact. Unrelated to the original complaint, the battery compartment was found to be cracked on the side to the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.